Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 324 mg/dl, while wearing the pod between 1 and 4 hours on the leg. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by delivering bolus corrections.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The device correctly generated an 0x1c expiration alarm after 80 hours of operation.